Event description:
The customer reports, her son was admitted to the hospital due to imprecise readings from the adc meter, with a reported reading of 139, which the customer perceived as low. The son was experiencing vomitting, and high ketones. At the hospital, he was diagnosed with dka and treated.

Manufacturer narrative:
Na